Manufacturer narrative:
A device history record review of lot f2109502 was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan and that there were no anomalies during the manufacturing. Additional information is pending and will be provided within 30 days of receipt.

Event description:
As reported, the atraumatic tip of a 6f/7f mynx control vascular closure device (vcd) did not go into the unknown sheath during closing. Therefore, the product was not available and manual compression was performed for 20 minutes and recovered. There were no reports of injury to the patient. The mynx vcd was used in a percutaneous coronary intervention (pci) procedure. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability and the insertion angle (30-45 degrees) of the vascular sheath introducer was verified via angiography. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. There was no closure to the target femoral site less than 30 days prior to this procedure and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Visual inspection of the received device showed that button 1 was ½ way depressed of total travel making the sealant protrude out of sealant sleeve assembly along the catheter covering the balloon proximal tip exposed to moisture and swollen.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, h1, h2, h3 and h6. As reported, the atraumatic tip of a 6f/7f mynx control vascular closure device (vcd) did not go into the unknown sheath during closing. Therefore, the product was not available and manual compression was performed for 20 minutes and ¿recovered¿. There were no reports of injury to the patient. The mynx vcd was used in a percutaneous coronary intervention (pci) procedure. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability and the insertion angle (30-45 degrees) of the vascular sheath introducer was verified via angiography. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. There was no closure to the target femoral site less than 30 days prior to this procedure and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was ½ way depressed of total travel making the sealant protrude out of sealant sleeve assembly along the catheter covering the balloon proximal tip exposed to moisture and swollen. It is unknown if the device was manipulated after the procedure. Button 2 was not depressed. The syringe was returned with the device but not connected with the stopcock open. The sealant sleeve assembly was observed severely kinked/bent. The procedure sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Per dimensional analysis, the catheter working length from distal end of sheath catch to proximal end of balloon of the returned devices were verified and noted to be within specification. An insertion/withdrawal test could not be performed on the returned device due to the severely kinked/bent sealant sleeve assembly. The involved procedure sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. A simulated deployment test was performed on the returned device, the results showed that button 1 and button 2 were able to be depressed fully to deploy the sealant and to retract the balloon into the tamp tube completely without issue. The device performed as intended per the mynx control IFU. No issues were noted with respect to button 1 deployment during the device failure investigation. Per microscopic analysis, visual inspection at high magnification showed the sealant protruding out of sealant sleeve assembly along the catheter covering the balloon proximal tip exposed to moisture and swollen. The sealant sleeve assembly severely kinked/bent. A product history record (phr) review of lot f2109502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ mynx control system impeded¿ and ¿deployment difficulty-premature¿ were confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have caused the kinks/bends observed in sealant sleeve assembly. However, the exact cause for this incident could not be determined from the provided information. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the events experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the atraumatic tip of a 6f/7f mynx control vascular closure device (vcd) did not go into the unknown sheath during closing. Therefore, the product was not available and manual compression was performed for 20 minutes and ¿recovered¿. There were no reports of injury to the patient. The mynx vcd was used in a percutaneous coronary intervention (pci) procedure. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability and the insertion angle (30-45 degrees) of the vascular sheath introducer was verified via angiography. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. There was no closure to the target femoral site less than 30 days prior to this procedure and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the mynx control. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device will be returned for evaluation. Visual inspection of the received device showed that button 1 was ½ way depressed of total travel making the sealant protrude out of sealant sleeve assembly along the catheter covering the balloon proximal tip exposed to moisture and swollen.